Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. Due to patient privacy laws, no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-034462, and the patient's outcome could not be conclusively determined through this evaluation. Mlp-034462 was not explanted for evaluation. The relevant sections of the device history records for mlp-034462 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The current heartmate 3 lvas patient handbook (rev. G) contains a section entitled how your heart pump works. This section provides a detailed overview of system function. No further information was provided. The manufacturer is closing the file on this event.